Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73e2501005 for investigation. The serial number of the device is sn (B)(6). The returned sample was visually examined without magnification. It was observed that there were no defects on the jaws. The device was returned with the trigger partially engaged and a correctly loaded clip in the jaws. There were no visual defects observed on the applier and the device appeared to be assembled correctly. The returned sample did have biological material present on the device. The device was returned with the trigger partially engaged and a correctly loaded clip in the jaws. Upon functional inspection, the trigger was engaged in an attempt to latch the loaded clip. The first clip correctly latched upon full engagement of the trigger. The second clip was correctly loaded and latched. The third clip failed to load correctly in the jaws; however, the third clip was able to latch correctly. The remaining four clips were correctly loaded into the jaws and were able to fully latch. No defects were observed on the jaw components. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." And that "if a clip does not load with the clip bosses nested in the jaws... Extracorporeally remove the clip from the jaws, and fully compress the trigger to reset the device. If three misloads occur, discard the device and replace with a new ae05ml".corrective action is not required at this time, as there were no functional issues found with the returned sample and the device functions in accordance with the IFU. The reported complaint of "clip(s) not loading properly" could be confirmed based upon the sample received. The customer returned one unit of ae05ml auto endo5 ml for investigation. The device was returned with 7 clips remaining, indicating 8 clips were fired by the end user. During functional testing only 1 clip misloaded out of the 7 clips returned. The customer description indicates a single clip failed to load. The IFU states "if a clip does not load with the clip bosses nested in the jaws... Extracorporeally remove the clip from the jaws, and fully compress the trigger to reset the device. If three misloads occur, discard the device and replace with a new ae05ml". It was concluded that the device functions in accordance with the IFU as the total clip misloads did not exceed 2 misloads. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Corrective action is not required at this time, as there were no functional issues found with the returned sample and the device functions in accordance with the IFU. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the clip could not be loaded properly during use. Therefore, a new unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."

Event description:
It was reported that "the clip could not be loaded properly during use. Therefore, a new unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."

Manufacturer narrative:
(B)(4).